Event description:
It was reported that while taking samples, the cutter would not spin and error l3-005 (blue cable) was posted on the device. The case was then aborted. The pt is to be rescheduled. After the procedure, it was noticed that the white connector on the blue dc motor adapter was broken on the device.